Event description:
Caller states the patient tested 4.5 inr on the coaguchek s system and 3.3 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.